Manufacturer narrative:
It was not possible for the manufacturer to evaluate the operation and function of the instrument because the complainant did not provide instrument logs, despite requests from the local leica tac helpdesk engineer/field support engineer pathology on 11 october 2021 by email and 11 october 2021 by telephone. On 11 october 2021, the local leica tac helpdesk engineer/field support engineer pathology documented the following information provided by the complainant: "I have just spoken to the customer and apparently the issue with the tissue was a local issue and nothing to do with the instrument the operator selected the wrong program so they are reprocessing the tissue but they have advised it was not due to an instrument fault." Details of the type(s) and size(s) of the patient tissue samples involved in this event, the protocol selected in error by a user and the regimen used to re-process the patient tissue samples involved in this event utilised were not provided. The complainant did not report any problem(s) with the operation and function of the instrument to leica biosystems in relation to this event; and the information available suggests that instrument functioned as designed on (B)(6) 2021, during execution of the one (1) protocol from which sub-optimal processing of patient tissue samples was reported by the complainant. Based on the information provided by the complainant, it was determined that the root cause of the reported sub-optimal processing of patient tissue samples reported by the complainant was due to a use error, in which a user selected a tissue processing protocol that was not suitable for the type(s)/size(s) of the patient tissue samples to be processed. Specifically: "the issue with the tissue was a local issue and nothing to do with the instrument the operator selected the wrong program so they are reprocessing the tissue but they have advised it was not due to an instrument fault". Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.

Event description:
The complainant contacted leica biosystems by email in relation to histocore peloris rapid tissue processor serial number (B)(4), and the following information was documented: "we have problem with our tissue processor s/n (B)(4) and I want an expert to look at the data log for friday to see the steps the processing took as it has a potential for tissue damage." On 14 october 2021, the local leica tac helpdesk engineer/field support engineer pathology received the following information from the diagnostic histology service manager by email in relation to the patient impact/outcome involved in this event: "we are currently assessing the impact on the patients and will get back to you once we have a bitter [sic] picture of this." On 18 october 2021, the local leica tac helpdesk engineer/field support engineer pathology received the following information from the diagnostic histology service manager at university hospital (B)(6) foundation trust by email: "it is going to take a little while longer to ascertain that information. We are using antigen retrieval methods to try and improve the quality of the sections but are waiting for feedback from the consultants who have raised issues with us. Ask me again in a few days and I should have more information for you." As at 09 november 2021, leica biosystems (B)(4) has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.